Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified technician was unable to verify the customer's reported issue. The ventilator was returned without pigtail. Visual inspection of the ventilator revealed a burnt power flex. The service technician replaced the power flex and unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel pigtail adapter came off of unit. Now the unit does not charge. At this time, it is unknown if there was any patient involvement associated with the reported issue.